Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred, a cartridge alarm occurred, the pump battery would not charge, and that insulin drips were not observed to be exiting the tubing during the load fill process. During troubleshooting with technical support, the malfunction alarm was cleared, the cartridge was changed, the pump successfully began charging after leaving the pump plugged into the power source and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.